Event description:
Surgeon stated that harmonic handpiece began shorting inside of patient. He pulled out the handpiece to re-test it. Upon pulling the handpiece out of the patient he noticed that one of the two tips were missing. Another handpiece was opened. Equipment saved.

Event description:
Surgeon stated that harmonic handpiece began shorting inside of patient. He pulled out the handpiece to re-test it. Upon pulling the handpiece out of the patient he noticed that one of the two tips were missing. Another handpiece was opened. Equipment saved.